Manufacturer narrative:
(B)(4): (epithelial ingrowth);(over correction).the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth on his left eye at the 3 month post treatment visit. It was also noticed that patient presented with anterior basement membrane dystrophy (abmd) and slightly under corrected in his left eye. Patient reported having blurry vision and that distance visual acuity for the left eye is not as sharp. Account reported no loss of best corrected visual acuity (bcva) observed.pre-op bcva right eye 20/20.pre-op bcva left eye 20/25.